Event description:
It was reported that upon interrogation this pacemaker was found to be in safety mode. The patient was asymptomatic and it was noted that they were paced in the ventricle. Approximately 65% of the time (per previous device check). The patient was hospitalized and device replacement was being planned (tentatively scheduled for (B)(6) 2026). No additional adverse patient effects were reported.